Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 ipg, implanted: (B)(6)2011. (B)(4).

Event description:
It was reported that the while wearing a portable external cardiac monitor it was noted the patient was being paced at a rate of 40 to 50 beats per minute. It was found the right ventricular (rv) lead may have been experiencing possible t-wave oversensing. The lead sensitivity was reprogrammed to resolve the issue. No patient complications have been reported as a result of this event.